Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned for evaluation; however, fluoroscopic images were provided that demonstrate the balloon inflation. The ends of the inflated balloon extend beyond the proximal and distal balloon markers, which is consistent with over-inflation of the balloon. A protrusion/bulge of the balloon's midsection is visible during the inflation, which extends outside the walls of the vessel. Contrast extravasation is observed from the vessel at the site of balloon inflation. CT images confirm a large area of contrast extravasation/intracranial hemorrhage. The reported asymmetrical shape ("bump") observed during the inflation would have occurred after the vessel had ruptured as the pressure build-up from over-inflation continued to expand the balloon. The instructions for use (IFU) warns: "do not exceed the maximum recommended inflation volume as balloon rupture may occur." The instructions for use (IFU) identifies intracerebral/intracranial hemorrhage as a potential complication associated with use of the device.

Event description:
It was reported that during the treatment of avm in the posterior circulation, a left posterior artery (p3) was noted to have ruptured. One-side balloon expansion was observed upon vessel rupture. The avm and blood vessel were treated with additional medical intervention. The patient is currently recovering (extubated).